Event description:
It was reported that the device entered backup mode due to an unknown source of electromagnetic interference was observed on the device. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.